Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during dwell three of five on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated during troubleshooting that the clamps on the unused supply line were left open. The technical service representative assisted the hp to clear the alarm. No patient injury or medical intervention was reported as a result of this event. No additional information is available.